Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak due to clogged cap piercer drain line. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) unclogged the line at the quick connect fitting.